Event description:
The customer stated that her new contour meter was reading 40 points lower than her freestyle meter. She did not provide any comparison readings between the meters. The customer has gestational diabetes and is pregnant with her second child. She stated that she used a different contour meter during her first pregnancy and her glucose readings were always within range. The customer alleged, however, that her first child has a heart defect as a result of her blood glucose levels being out of range. The customer stated that she received this information from her health care provider. Troubleshooting of the customer's current contour meter showed the system to be operating as designed. The meter and test strips are to be returned for evaluation. The customer declined the offer for a replacement meter.